Manufacturer narrative:
Evaluation summary: upon analysis, the complaints of high pacing impedance, over-sensing, and unacceptable threshold were not confirmed. Only a partial lead, received in two pieces, was returned for evaluation, and it was not possible to perform full electrical testing. Visual inspection of the lead found damages consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4)

Event description:
An increase in threshold and impedance of the rv lead, led to syncope secondary to inhibited stimulation due to oversensing. The rv lead was explanted. The patient was in stable condition.